Event description:
It was reported that according to medical studies, the pump will lose its effectiveness and the body will get used to it and/or the drug in the pump. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).